Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Nurse at the operating room reported the following event , "during a surgery, one of the implants was damaged. Indeed, the packaging was not open but the tyvek lid of the sterile implant was pierced."

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling causing excessive movement within the packaging therby causing the device to impact heavily upon the tyvek lid causing the damage noted. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time. Product surveillance will continue to monitor for trends. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Nurse at the operating room reported the following event , "during a surgery, one of the implants was damaged. Indeed, the packaging was not open but the tyvek lid of the sterile implant was pierced." Additional information : "no surgical delay, no patient impact, procedure completed successfully, no medical intervention, no adverse consequences. The medical staff had a second implant available."